Event description:
It was reported that the patient with this acticon neosphincter experienced erosion. A new tighter cuff was required. The physician replaced full system with a new 10cm cuff, pressure regulatory balloon and pump. No further patient complications were reported.

Event description:
It was reported that the patient with this acticon neosphincter experienced erosion. A new tighter cuff was required. The physician replaced full system with a new 10cm cuff, pressure regulatory balloon and pump. No further patient complications were reported.